Manufacturer narrative:
The device passed testing. An e321 (battery charger timeout) error code was noted in the device history on channel 2 but not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unspecified alarm condition. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified saline solution and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device had an unspecified alarm condition. At that time, the nurse moved the saline solution to channel 2 and the delivery was restarted. After an unspecified length of time, it was reported channel 2 had an unspecified alarm condition. At that time, the nurse moved the saline solution to channel 3 and the delivery was restarted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. After an unspecified length of time, the device was removed from clinical service. Though requested, no add'l info was provided.